Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was sent to hospital lab for analysis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 11500a27 valve was explanted after less than two (2) months due to endocarditis. As reported, the valve was found to be completely detached. The bioprosthetic valve was explanted and replaced with a mechanical valve.

Manufacturer narrative:
Initially it was reported that the subject device was explanted after less than two (2) months due to endocarditis. Through investigation, it was learned that the valve was replaced after an implant duration of six (6) months and sixteen (16) days due to endocarditis caused by cutibacterium acnes. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device (common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis). As such, cases greater than 60 days or unknown implant duration are not consider reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.